Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated that a couple of months ago she fell down the stairs which caused her pain, but the main was manageable. Patient stated that a little over a week now the pain has been getting progressively worse to where when she breaths she can feel the pain. Patient stated that she needs the MRI to check on the pain (lumbar and hip pain). Patient stated that the pain wraps around both hips and is where the device is located and that the MRI is to check on a suspected problem with the device. Patient stated did not mention if the x-ray showed any issues with the device and/or its placement. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.